Manufacturer narrative:
Correction: h-6: patient codes <(>&<)> device codes other devices involved in this event: d1: heartware ventricular assist system ¿ controller 1.0 d4: controller/ (B)(6)/ model #: 1407de/ catalog #: 1407de/ expiration date: 2017-04-30 UDI #: asku d10: no h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? No h4: mfg date: 2016-04-30 h5: no h6: patient code(s): c2998, c50479 h6: device code(s): c63007 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a segment of driveline cable was returned for evaluation. The controller was not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed two electrical fault alarms with a fault status '0x0200' indicating 'sys_rear_over_current_trip' recorded on 24/apr/2017 at 16:31:01 and 16:31:35. The second electrical fault did not clear immediately leading to single stator operation most likely triggering 19 high watt alarms that were logged starting 24/apr/2017 at 16:31:10. Another electrical fault alarm with a fault status '0x0001' indicating 'sys_front_over_current_trip' was recorded on 25/apr/2017 at 15:26:20. Log files show the pump was operating on single stator through the last data point logged on 25/apr/2017 at 15:41:19. It was noted that the pump was restarted in dual stator in attempt to clear the original electrical fault alarms, however, additional electrical fault was observed after the pump restart. Visual inspection and on-site inspection revealed areas of the outer sheath compromised, however, there was no indication of damage to the conducting wires. A driveline splice repair was performed to mitigate the reported conditions. No additional electrical fault alarms were logged after completion of the repair. Functional testing of the returned driveline cable segment did not show evidence that may have contributed to the electrical faults and high watts alarms. The functional test was performed in a controlled environment and even though it passed it is likely that the electrical short may have occurred during the use of the device when the patient was in motion. Based on the investigation conducted, a potential root cause of the electrical fault alarms can be attributed to an electrical short in the rear and front stator thus leading to multiple high watt alarms. The most likely root cause of the sheath damage may be attributed to multiple factors including but not limited to wear over time, improper handling. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #a segment of driveline cable (B)(4) was returned for evaluation. Various analysis was conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed two electrical fault alarms with a fault status '0x0200' indicating 'sys_rear_over_current_trip' recorded on (B)(6) 2017 at 16:31:01 and 16:31:35. These alarms were likely the result of the driveline wires making contact with each other leading to an electrical short of the rear stator. The second electrical fault did not clear immediately leading to single stator operation. As a result, 19 high watt alarms were logged starting (B)(6) 2017 at 16:31:10. Another electrical fault alarm with a fault status '0x0001' indicating 'sys_front_over_current_trip' was recorded on (B)(6) 2017 at 15:26:20. This alarm was likely the result of the driveline wires making contact with each other leading to an electrical short of the front stator. Log files show the pump was operating on single stator through the last data point logged on (B)(6) 2017 at 15:41:19. It was noted t hat the pump was restarted in dual stator in attempt to clear the original electrical fault alarms, however, additional electrical fault was observed after the pump restart. Visual inspection and on-site inspection revealed areas of the outer sheath compromised, however, there was no indication of damage to the conducting wires. A driveline splice repair was performed to mitigate the reported conditions. No additional electrical fault alarms were logged after completion of the repair. Based on the investigation conducted, the most likely root cause of the electrical fault alarms can be attributed to an electrical short of the rear and front stator wires as a result of the damaged outer sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A segment of driveline cable hw1702 was returned for evaluation. Various analysis was conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed two electrical fault alarms with a fault status '0x0200' indicating 'sys_rear_over_current_trip' recorded on (B)(6) 2017 at 16:31:01 and 16:31:35. These alarms were likely the result of the driveline wires making contact with each other leading to an electrical short of the rear stator. The second electrical fault did not clear immediately leading to single stator operation. As a result, 19 high watt alarms were logged starting (B)(6) 2017 at 16:31:10. Another electrical fault alarm with a fault status '0x0001' indicating 'sys_front_over_current_trip' was recorded on (B)(6) 2017 at 15:26:20. This alarm was likely the result of the driveline wires making contact with each other leading to an electrical short of the front stator. Log files show the pump was operating on single stator through the last data point logged on (B)(6) 2017 at 15:41:19. It was noted that the pump was restarted in dual stator in attempt to clear the original electrical fault alarms, however, additional electrical fault was observed after the pump restart. Visual inspection and on-site inspection revealed areas of the outer sheath compromised, however, there was no indication of damage to the conducting wires. A driveline splice repair was performed to mitigate the reported conditions. No additional electrical fault alarms were logged after completion of the repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient was stated to have been discharged on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient experienced electrical fault/high watts' alarms. On (B)(6) 2017 log files showed electrical faults indicating rear over current trip. Inspection of the driveline showed old rescue tape. On (B)(6) 2017 manufacturer engineer conducted a driveline splice repair. It was stated that the old rescue tape was removed for inspection. The entire driveline was inspected with no visual indication of any of the conducting wires compromised. The pump was restarted in dual stator, however, additional electrical faults indicating front over current trip were logged. During splice procedure, the pumped stopped and the patient required medical intervention and chest compressions. Patient was stated to have gotten shortness of breath and went into cardiac arrest. No additional information available.